Manufacturer narrative:
This information is based entirely on secondary data from 2017-01-01 to 2024-12-31 with no specific information available. Of note, multiple patients and multiple device families were noted; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/78 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Possible lead families include selectsecure, capsure, and capsurefix medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Data was reviewed regarding the safety and effectiveness of bachmann¿s bundle/high atrial septal pacing. They described patient deaths; however, the causes of death were unknown and defined as all-cause mortality. There were patients who experienced cardiac perforation, cardiac tamponade, pericardial effusion in which there were revisions, replacements, and other interventions. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.